Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the sddrive(tm) screwdriver t15 (p/n: 314.115, lot number: 4478076) was received at us cq. Upon visual inspection, the handle of the driver is cracked through the dowel pin on both the sides. Additionally, the tip of the device was slightly nicked and deformed and scratches were also observed all along the device which do not affect the functionality of the device. Dimensional inspection: the dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: the relevant documents were reviewed: no design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the handle of the device is cracked. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part # 314.115, synthes lot # 4478076, supplier lot # na, release to warehouse date: 03 oct 2002 , manufactured by synthes brandywine. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the stardrive (tm) screwdriver t15 handle was broken off. There was no patient involvement. This report is for a stardrive(tm) screwdriver t15. This is report 1 of 1 for (B)(4).